Event description:
It was reported that the right ventricular (rv) lead was capped as a result of a high capture threshold and low sensing values. The physician implanted a new rv lead to resolve the event and the patient was stable with no reported consequences.